Event description:
Pt received an enteryx procedure in 2004. They were admitted to the hospital the following day, for severe chest pain. Reporter is a pulmonologist and first evaluated the pt 2 days later. At that time reporter felt that pt had an acute pneumonitis and pleuritis. It was felt that this was either due to the enteryx injection itself or possibly aspiration pneumonia. After the pt was admitted to the hospital they developed severe pericarditis as well. Reporter did several cat scans to look for mediastinitis, but they did not see evidence of this. Reporter recommended that the pt be transferred to a university hospital and they were transferred to another facility. They have since left the hospital and are better. Reporter is concerned that this adverse reaction was due to their enteryx procedure. They had no previous health problems. Specifically, they have never had any heart or lung disease. Either this was due to an acute allergic reaction or pneumonia, both of which were then as a result of this procedure.